Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 76" and "ECG fault 7" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction of "defib fault 76" was duplicated and attributed to a faulty resistor on the pace/defib engine assembly. The pace/defib engine assembly was replaced to resolve malfunction. The reported malfunction of "ECG fault 7" was not replicated or confirmed. The device was put through extensive testing, which included environmental and functional testing without duplicating the malfunction. The analog and digital boards were replaced as a precaution and device was recertified and returned to customer. Analysis of reports of this type has not identified an increase in trend.